Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that after meeting with the patient on (B)(6) 2019, all impedances were within normal limits. They reviewed the adaptivestim settings. The patient¿s upright and mobile settings were set higher than the patient was comfortable with. They adjusted the mobile settings to match the upright settings. Upon further investigation, it appears that the patient¿s mobile settings were likely accessed during the incident mentioned. The patient was going to follow-up with the manufacturer representative if the adjustments that took place on the day of the report did not resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient was walking recently, he experienced a shocking sensation in his legs. The patient did not have his controller with him to turn off the device to determine if the shocking was his system. No known factors led to the issue. A system interrogation with impedance check was scheduled to be performed on (B)(4) 2019. The patient was instructed to keep his controller with him at all times, and if a similar incident occurs, turn off the device to see if it is overstimulation. No further complications were reported.